Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the s3 bubble detector did not work properly during a procedure. There was no report of patient impact.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 bubble detector. The incident occurred in (B)(6). Through follow-up communication with the perfusionist, livanova (B)(4) learned that the issue was resolved using a third-party service provider. The bubble sensor reportedly had deflated bladders and was replaced to resolve the issue. Corrective actions are in progress for this type of issue. Device not returned.